Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Following the information provided at night ((B)(6) september) the patient has shown an hemodynamic failure. The patient was in shock due to the beginning of a cardiac arrest. The bed was then in sitting position. The facility staff was trying to move the bed into flat position with use of electric CPR, however the control panel was blocked (electrical functions did not work). The declared patient's death is dated on (B)(6), 4pm. The arjo technician visited the facility in order to evaluated the bed. During the inspection, no deficiency within the device was found. Both, manual and electric CPR were working correctly.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#(B)(4) ) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#(B)(4) ). On 25-sep-2018 arjo was notified about the incident involving citadel patient care system. The reported malfunction took place in the montpellier chu gui de chauliac in france. Following the information reported all bed electrical functions including electric CPR stopped functioning (error e410). At the time the malfunction occurred (at night between 24th and 25th of september) the patient (55 years old female) was suffering a cardiac arrest. There was no ability to use electric CPR function to lower the bed. The declared date of patient's death is: 25th, september at 4pm. As per information provided by facility staff, an error code (e410) was reset by caregivers who hit the safety side. When arjo technician went on site the patient was still on the bed which was not in a sitting position anymore. However we did not receive confirmation on how the bed was finally lowered to flat position. After receiving the communication about the malfunction occurrence, arjo service technician was dispatched to conduct the bed's inspection with regards to the alleged issue. During bed's evaluation the technician confirmed that both (electric and manual CPR) were working up to manufacturer's specification. No error e410 appeared during testing. The customer was trained for using the device on 28-jun-2018. It needs to be emphasized that the citadel beds are equipped with two types of cprs: electrical and mechanical one. The electrical CPR is operated with use of press button placed on the attendant control panel (acp). Activation of this function lowers all deck sections to a flat position, opens the dump valves to release the air from the citadel patient therapy system (if used) and turns it off and also lowers the whole bed to its lowest position. The manual CPR is activated with use of levers placed one on each side of the bed. The lever is connected mechanically by a cable with the actuator and dump valve. It allows to lower the backrest to a flat position without assistance of electrical control panel, however it does not affect the height of the bed. Even though the electric CPR is not working, as per device design, the secondary safety feature - manual CPR can still be used instead and provide safe lowering of the patient to a flat position. Therefore, even if electrical component (CPR) fails (as was stated in this specific situation), the secondary feature would override the failure allowing to lower the bed to flat position. Moreover please note that relevant product instruction for use is delivered with each device (e.g. 830.213 rev. E for citadel patient care system). It contains general manufacturer's recommendations how to use, clean and maintain the device in a good condition. The instruction on how to use CPR's (electrical and manual) are thoroughly described and documented under section "nursing care" of this instruction for use. As with all of our devices and their components care must be practiced so as to preserve the quality and life of the device and its components. Responsible care must be taken when using any part of a device that comes into contact with a patient or user. The complaint was decided to be reportable due to the allegation of patient's death and not working electric CPR in situation requiring medical intervention. Investigation revealed that citadel patient care system is equipped with - manual CPR function which is a secondary safety feature designed to be used in emergency situation (e.g: need of resuscitation) to lower the head and foot section of the bed to the flat position. At the time the malfunction occurred there was a patient lying on the bed. The electric CPR was not working and from that perspective, the citadel patient care system did not meet its manufacturer's specification.